Event description:
Neuro ir fellow md grabbed the benson wire from the sterile bowl. Fellow managed to see wire was really floppy. Observed that wire core looked frayed and damaged. Called for rn to let me know what to do: so I grabbed damaged looking wire, placed it in its original package, and gave it to our ir supplies aid.